Event description:
During follow-up, insulation break was observed on x-ray. No electrical abnormality was noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.